Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010 according to the complainant, after ercp, a guidewire was advanced through the target lesion and the cannula was removed. When the subject stonetome was advanced along the guidewire and the tip was bowed the cutting wire broke. When the stonetome was checked under the endoscope, the wire was fractured. No portion of the wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the distal end of the cutting wire with the anchor was detached from the distal pierce hole of the extrusion. Analyzing the distal end of the device, it appears that the cutting wire with the anchor had separated from the extrusion by sliding out through the distal pierce hole. The cutting wire with anchor notch and the distal tip pierce hole was found to be intact. The peek tube was present at the proximal pierce hole and found to be intact. Examining the anchor notch and the section of the cutting wire that is soldered to the anchor notch, the anchor notch appeared to be aligned with the cut wire. The distal pierce hole diameter was measured and meets the acceptable maximum specification. The exposed cut wire was measured with the handle fully retracted/pushed, and does not meet the exposed cut wire specification indicating that the length of the cut wire was not set correctly during manufacturing. The excess length in the cut wire caused the cut wire with anchor to dislodge from the catheter through the distal pierce hole when the handle was retracted/pushed and then pulled back to bow the tip. The condition of the returned unit was consistent with the complaint incident that the distal end of the cutting wire with anchor became separated from the extrusion at the distal tip, which prompted the customer to state that the wire was broken/ detached. The most probable root cause is manufacturing. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010 according to the complainant, after ercp, a guidewire was advanced through the target lesion and the cannula was removed. When the subject stonetome was advanced along the guidewire and the tip was bowed the cutting wire broke. When the stonetome was checked under the endoscope, the wire was fractured. No portion of the wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.